Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's energy output would not go above 20 joules. Complainant indicated that there was no patient involvement in the reported malfunction.